Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 224, 125, 133 mg/dl. Tests were done within 10 minutes with a difference of 36%. No further info has been reported.